Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 19 years old and the last repair was on (B)(4) 2007, for a non related issue. The device was measured on all thickness lever settings and found that all settings to be out of specs left to right, and the left side to be out of spec high. The likely cause of the reported complaint was an out of calibration device due to a lack of preventative maintenance. The thickness lever settings were out of calibration. This would have the effect of the blade cutting uneven as it took the graft. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(4) 2007. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factor calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome skips when in use. Add'l clinical f/u with the hospital indicated that most likely the surgeon had a slight issue, but was able to complete the planned procedure and then wanted the unit fixed. It was found in c.s. (Central supply) with a note on it. No staff or surgeon even mentioned any incident. The hospital has alternate available units on site if a replacement unit had been necessary.